Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable glucose result from an accu-chek inform meter serial number (B)(4). The result at 11:34 was "hi," indicating the result was above the upper limit of the measure range, which is 33.30 mmol/l. This testing was performed with the last test strip from the vial. The result at 11:35 with a strip from a new vial of the same lot was 9.7 mmol/l. The result at 11:39 with a different meter and a strip from the new vial was 10.6 mmol/l. A different finger was used for each testing. The patient was monitored, no action was taken, and the patient was stable. There was no allegation of an adverse event. Both levels of qc passed and linearity testing was performed when tested with strips from a different vial of the same lot number.

Manufacturer narrative:
No further investigation was possible as no product was received. No information was provided that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.